Event description:
It was reported there was an under infusion of normal saline. When tested, the device failed rate accuracy testing. A range of 11.64ml to 12.36ml was expected, and the device delivered 12.45ml during testing. Cloudy and corroded iui's were noted, and the device's display was missing a segment on the 10th unit in the left corner.

Manufacturer narrative:
500 ml baxter bag loty295188 exp apr20 0.9% sodium chloride injection. The customer¿s report of an under infusion of normal saline was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification. There were no anomalies and no leaks observed from the set. The incident disposable set was evaluated and was found to be within specification analysis of the pcu event log shows pump module was programmed to infuse drugid 1 at a rate of 999ml/hr. With a vtbi of 500ml at 12:34 am on 27 february 2019. The user changed the vtbi to 490ml and started the infusion and ran until 1:08 am when the device was channeled off. The volume recorded as being infused during this period was 506.061ml. The root cause was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported there was an under infusion of normal saline. When tested, the device failed rate accuracy testing. A range of 11.64ml to 12.36ml was expected, and the device delivered 12.45ml during testing. Cloudy and corroded iui's were noted, and the device's display was missing a segment on the 10th unit in the left corner.